Event description:
Event verbatim [preferred term] I got burn blisters in two places [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2018, the patient reported "I have been using thermacare for years for back pain. A week ago, I used thermacare again. With the new alignment I got burn blisters in two places." Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: event term was changed to "I got burn blisters in two places." This case has been assessed as serious and reportable. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I got burn blisters in two places [burns second degree] , the heatwrap produced more heat in its revised version [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number was not available) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. The patient reported she was not pregnant. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2018, the patient reported "I have been using thermacare for years for back pain. A week ago, I used thermacare again. With the new alignment I got burn blisters in two places." The patient stated as per her judgement, the heatwrap produced more heat in its revised version. The patient assessed her skin as "mid-light". The patient denied having sensitive skin. She denied having any skin diseases. The patient used a red packaged of thermacare heatwraps. The lot number was not available any more. Action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures taken included bepanthen creme by the patient herself. No physician was consulted as a result of the event. No hospitalization was required as a result of the event. Clinical outcome of the event was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: event term was changed to "I got burn blisters in two places." This case has been assessed as serious and reportable. Follow-up (12apr2018): new information received from a contactable consumer includes: patient details, event outcome, new event (the heatwrap produced more heat in its revised version), therapeutic measures taken and no hospitalization required. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] I got burn blisters in two places [burns second degree] , the heatwrap produced more heat in its revised version [device issue] . Case narrative:this is a spontaneous report from a contactable consumer. A 65-year-old female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number was not available) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. The patient reported she was not pregnant. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On an unspecified date in (B)(6) 2018, the patient reported "I have been using thermacare for years for back pain. A week ago, I used thermacare again. With the new alignment I got burn blisters in two places." The patient stated as per her judgement, the heatwrap produced more heat in its revised version. The patient assessed her skin as "mid-light". The patient denied having sensitive skin. She denied having any skin diseases. The patient used a red packaged of thermacare heatwraps. The lot number was not available any more. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included bepanthen creme by the patient herself. No physician was consulted as a result of the event. No hospitalization was required as a result of the event. Clinical outcome of the events was resolved in 2018. According to the product quality complaint group: reasonably suggest device malfunction: no. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Amendment: this follow-up report is being submitted to amend previously reported information: event term was changed to "I got burn blisters in two places." This case has been assessed as serious and reportable. Follow-up (12apr2018): new information received from a contactable consumer includes: patient details, event outcome, new event (the heatwrap produced more heat in its revised version), therapeutic measures taken and no hospitalization required. Follow-up (25mar2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.